Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c implantable port allegedly experienced a fluid leak. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose age and weight were not provided.

Manufacturer narrative:
H10: the malfunction was reassessed to be a fluid leak. The catalog number identified in section d4 has not been cleared in the us, but is similar to the groshong port s/l products that are cleared in the us. The pro code for the groshong port s/l products is identified in d2. The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c implantable port allegedly experienced a fluid leak. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose age and weight were not provided.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the groshong port s/l products that are cleared in the us. The pro code for the groshong port s/l products is identified in d2. The lot number for the malfunction was provided and a lot history review was performed. The device was returned, however, due to returned sample condition, the device could not be analyzed. The device was inappropriately packaged within a bulk shipment compromising the validity of any product analysis; and the devices within the bulk shipment were not identified properly to associate the devices to the corresponding complaints. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h2, h6 (method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for break as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870c implantable port allegedly experienced a break. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a female whose age and weight were not provided.